Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The product has been received and is currently being analyzed. When testing is complete, this report will be updated.

Manufacturer narrative:
This device was explanted. Pending the return and completion of lab analysis, this section will be updated appropriately.

Event description:
Boston scientific crm received information that this patient complained of not being able to walk to the mailbox. During testing with the pacing system analyzer in ddd mode, the patient went asystolic for 5-6 seconds. The device was programmed to vvi and pacing resumed. This device was explanted due to normal battery depletion.